Event description:
It was reported that the pump was not working right and the doctors ¿blew him off¿. When they did this, the patient got sicker and sicker and ¿it was the pump¿. The ¿lead wire came undone¿ and morphine ¿was going all over his body¿. The event occurred a few years prior to the report date. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).